Event description:
It was reported that the patient fell out of her bed twice at which she got injured on her head. After the first fall she was still able to hear with her device. However, after the second fall which occurred about 5-6 minutes later, she was no longer able to hear with her device. A CT scan was carried out which showed normal results; however, testing confirmed that the device has malfunctioned. A second investigation will be carried out after the suture clips have been removed and the swelling has disappeared.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.